Event description:
It was reported that the ptd was inserted into the graft up to the venous anastomsis. Then the basket was deployed and activated. The physician reported that apparently the basket moved past the venous anastomsis at the native vein. The ptd could no longer be activated or moved. A surgical procedure was required to remove the ptd. There were no pt complications.